Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed supplies and resumed insulin successfully. Additionally, it was reported that a cartridge alarm (alarm 1) occurred during the load process. During troubleshooting with tandem technical support, the customer attempted the load fill tubing process, and indicated that insulin drips were not observed to be exiting the infusion set tubing. Customer replaced the cartridge and successfully resumed insulin delivery. There was no reported adverse impact to customer's blood glucose level.